Event description:
Shoulder revision surgery performed on (B)(6) 2024. Upon follow up post-surgery the surgeon decided that the patient's anatomy was too loose and needed to be tightened with a revision. During the previous surgery performed on (B)(6) 2024, the following components were implanted: smr glenoid peg tt (part code 1375.14.651, lot 2400715, sterilization (B)(4)); smr glenosphere (part code 1376.09.041, lot 2330229, sterilization (B)(4)); smr connector small-r (part code 1374.15.312, lot 2333192, sterilization (B)(4)); bone screw (part code 8420.15.030, lot 2328630, sterilization (B)(4)); bone screw (part code 8420.15.020, lot 2323742, sterilization (B)(4)); smr reverse humeral body (part code 1352.15.010, lot 2328188, sterilization (B)(4)); smr finned stem (part code 1304.15.019, lot 2104837, sterilization (B)(4)); smr reverse liner + 6mm (part code 1365.50.820, lot 23at2pa, sterilization (B)(4)); smr tt baseplate (part code 1375.15.605, lot 2311327, sterilization (B)(4)). The revision surgery took place on (B)(6) 2024, and the smr reverse liner + 6mm previously implanted was replaced by the following new component: smr retentive liner +6mm (part code 1365.50.821, lot 23at1ld, sterilization (B)(4)). During the revision surgery, an extension for humeral reverse body (part code 1352.15.001, lot 2329316, sterilization (B)(4)) was implanted as well. The patient is a male, date of birth (B)(6) 1956. The event happened in the united states.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the smr retentive liner +6mm involved in the complaint, no pre-existing anomaly was found out on the (B)(4) items manufactured with the lot number 23at2pa and sterilization (B)(4). According to our data, at least (B)(4) items belonging to the lot number 23at2pa and sterilization number (B)(4) have been implanted, and this is the first and only complaint received about this lot number. Based on the information received by the complaint source, neither x-rays nor explanted component are available for further analysis. However, considering its design features, the retentive liner allows the glenosphere to keep its original position, thanks to the higher edges. Therefore, this kind of liner could reduce the probability of dislocation of the glenosphere. As we have received very little information about the incident, we are not able to investigate the event further. Therefore, considering that: no pre-existing anomaly was discovered by checking the manufacturing charts of the lot number and sterilization number involved. According to the information received by the complaint source, surgeon noticed that the patient's anatomy was too loose and needed to be tightened with a revision, thus the planed original placement was not optimal. We can conclude that the revision was due to a sub-optimal choice of the implant, made by the surgeon during the previous surgery performed. Pms data: according to the pms records, revision rate of smr reverse liner belonging to the codes 1360.50.xxx, 1361.50.xxx, 1365.50.xxx for instability is around 0.016%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is a final MDR.

Event description:
Shoulder revision surgery performed on (B)(6) 2024. Upon follow up post-surgery the surgeon decided that the patient's anatomy was too loose and needed to be tightened with a revision. During the previous surgery performed on (B)(6) 2024, the following components were implanted: - smr glenoid peg tt (part code 1375.14.651, lot 2400715, sterilization 2400041) - smr glenosphere (part code 1376.09.041, lot 2330229, sterilization 2300289) - smr connector small-r (part code 1374.15.312, lot 2333192, sterilization 2400011) - bone screw (part code 8420.15.030, lot 2328630, sterilization 2300280) - bone screw (part code 8420.15.020, lot 2323742, sterilization 2300225) - smr reverse humeral body (part code 1352.15.010, lot 2328188, sterilization 2300286) - smr finned stem (part code 1304.15.019, lot 2104837, sterilization 2100146) - smr reverse liner + 6mm (part code 1365.50.820, lot 23at2pa, sterilization 2300281) - smr tt baseplate (part code 1375.15.605, lot 2311327, sterilization 2300154) the revision surgery took place on (B)(6) 2024, and the smr reverse liner + 6mm previously implanted was replaced by the following new component: - smr retentive liner +6mm (part code 1365.50.821, lot 23at1ld, sterilization 2300263) during the revision surgery, an extension for humeral reverse body (part code 1352.15.001, lot 2329316, sterilization 2400001) was implanted as well. The patient is a male, date of birth (B)(6) 1956. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the smr retentive liner +6mm involved in the complaint, no pre-existing anomaly was found out on the (B)(4) items manufactured with the lot number 23at2pa and sterilization 2300281. We will submit a follow up report when investigation is completed.